Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this pd patient had surgery on (B)(6) 2026 to correct an issue with the pd catheter. The patient was discharged on (B)(6) 2026. On (B)(6) 2026 the patient was hospitalized due to abdominal pain which was related to air in the peritoneum. The patient was scheduled to have surgery on (B)(6) 2026 to remove the pd catheter and transition to hemodialysis. Attempts to obtain additional information were unsuccessful. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).